Event description:
Pt alleges chair malfunctioned several times & doesn't respond to hand control "accy". Day of incident chair began moving to a reclining position while pt was in it & didn't respond to hand control "accy", causing unexpected motion & severe back pain for pt.